Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 43mm distal to the distal end of the proximal marker band. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 17-apr-2018. The target lesion was located in the superficial femoral artery. A 6.0x80 135cm mustang¿ balloon catheter was used in a procedure with no reported issues. However, returned device analysis revealed balloon pinhole. It was further reported that upon inflation at 8 atmospheres, the balloon ruptured.